Manufacturer narrative:
An outside united states customer contacted siemens to report that two falsely elevated tacrolimus test results were obtained for one patient on a dimension exl 200 integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse performed preventive maintenance and replaced probes, waste tubing, peristaltic pumps and tubing. The cse also performed alignments, checked the film height, cleaned the windows, checked mixing, and ran a chk test with acceptable results. Siemens is investigating.

Event description:
Two falsely elevated tacrolimus test results were obtained for one patient on a dimension exl 200 integrated chemistry system. It is unknown if the test results were reported to a physician(s). The same samples were repeated on a dimension exl 200 at an alternate site. The repeat results were reported as the correct results to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2517506-2022-00091 was submitted on 21-apr-2022. A second MDR 2517506-2022-00157 was submitted for the same event on 15-jun-2022. Additional data (24-jun-2022): the siemens customer service engineer (cse) replaced the sample arm that contains the sample ultrasonic mixer. Siemens reviewed the available data and found the event was consistent with a sample mix issue. The cause of the falsely elevated tacrolimus test results was the sample arm and ultrasonic mixer. The system is performing within specifications. No further evaluation of this system is needed. MDR 2517506-2022-00157_s1 was submitted for the same event. The adverse event problem codes were updated.